Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed due to the connecting tube had buckling. Also, evaluation found the following: due to wear of angle wire the bending angle in up direction did not meet the standard value, due to a chip on objective lens the image had a dark area, adhesive around the light guide lens had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the insertion tube of the gastrointestinal videoscope needed to be repaired. There was no report of patient harm, injury, or procedural delay. During device evaluation at olympus, it was found there was foreign material in the air/water tube and cylinder. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to/clogged the air/water channel and air/water cylinder, but it was not possible to identify the foreign matter. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.